Event description:
The iab was inserted into the pt in open heart surgery and the pt's chest was open. After iabp for a few minutes, blood was noted in the gas line and the iab was removed. A second was inserted into the pt. Event complications: unknown - reported 11/22/96. Pt's current status: in surg-rpt'd 11/22/96.

Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.